Manufacturer narrative:
Visual inspection: during the investigation, bloody tissue residue was found on the device. Permeability test: a permeability test has shown that all the shuntassistant 2.0 is permeable. During the permeability test bloody liquid were flushed out. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in vertical positions. The results show that the valve is operating not within the accepted tolerance in the vertical position. An accelerated outflow of the shuntassistant 2.0 could be determined. Internal inspection: after dismantling of the valve, deposits were found in shuntassistant 2.0. Results: it should be noted that the product was received dry (i.e. Not submersed in liquid as recommended). The investigation of dry items is not significant due to the affect dry deposits of liquor and blood can have on product performance. In spite of this, we have investigated the valve to the best of our abilities. Based on our investigation results, we can determine an accelerated outflow in the valve. The determined deposits could be named as the cause for the accelerated outflow. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a shuntassistant 2.0 (#fx103t) was implanted during a procedure performed in (B)(6) 2022. According to the complainant, the shunt showed an under-drainage. The patient underwent a revision procedure performed on july 3, 2023. The complaint device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 9 months . Weight: 6.5 kilograms (kg) . Height: 62 centimeters (cm). Gender: unknown. Same event as #3004721439-2023-00220.